Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v481126, implanted: 2010-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect in mid to late (B)(6) 2014. She couldn¿t control urinating all of the time and symptoms had a gradual onset. The patient had success in the past, but not on channel 3. The device setting was switched to program 4 at 5.8 volts and she could feel stimulation at a comfortable level. In (B)(6) 2014, the patient had a loss of therapeutic effect, it wasn¿t working, she ¿couldn¿t get any changes on it,¿ she couldn¿t find a channel that worked, and she had been ¿running in her pants¿ quite often for at least a month. Stimulation was on and set at 6.9 volts. It was increased to 7.1 volts and the patient was now feeling stimulation. The patient had the implantable neurostimulator (ins) changed out in (B)(6) 2015 as she had a return of symptoms. See MFR. Reports #3004209178-2015-13016 and #3004209178-2015-13011 for information regarding issues the patient experienced with her subsequent devices.